Event description:
The following description of the event was copied from a carefusion customer feedback form submitted on behalf of the user facility by the (B)(4) the distributor in (B)(4) and forwarded to carefusion in (B)(4) via email attachment from carefusion 234 (our EU representative). "The avea was bought for using it for transport. During the last pt transport from the surgery to the intensive care, the unit was shutting off without alarming even though both batteries where fully charged. That was happening absolutely astonishingly without alarming or even a signal of changing battery status. The avea was also not working without main ac anymore. That was causing seriously hazard to the pt."

Manufacturer narrative:
Neither the foreign user facility nor the foreign distributor submitted a user facility/importer report to the MFR. Event codes were derived based on information provided by the foreign distributor. Carefusion issued a factory service call number to the distributor in (B)(4) for the return of the alleged faulty device for eval. On (B)(4) 2013, carefusion requested an update on the return of the alleged faulty device. On (B)(4) 2013, carefusion was informed that the alleged faulty device is currently in transit to carefusion. As of (B)(4) 2013, the alleged faulty device has not been received by carefusion for eval. Once the device has been received and the eval completed, a f/u medwatch report will be submitted. (B)(4).